Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000443, serial/lot : (B)(4), product ID: bi71000727, serial/lot : (B)(4). Patient information has been requested. A medtronic representative went to the site to perform a system check out and they found that the gantry would not extend in the x-direction and the x-drive motor seized. The x-drive motor and positioner motion controller were replaced. The system functioned as intended. The positioner motion controller was returned for product analysis. The analysis is still in progress. The motor was returned for product analysis. Hardware analysis determined that the complaint could not be confirmed. The motor assembly passed visual inspection. The motor assembly was tested on a motion cart, and the cart was able to move forwards and backwards, and the brake was engaging and disengaging as normal. No fault found while under test. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system had multiple movement functions that were not operational for the gantry. The gantry would not lower or raise, and would not dock. The system was also clicking. There was no patient harm and the procedure was delayed less than one hour.

Event description:
Additional information was provided stating that this was a spinal procedure, l4-l5.

Manufacturer narrative:
H3, h6: the position motion controller was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the motion controller analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.